Event description:
The affiliate stated the customer (field service engineer) reported the avanti j-hc high-capacity centrifuge's 20-amp fuse burned out during system startup and damaged the r7 resistor. The fse noted transistors q1 and q2 were shorted. The centrifuge generated a p2 error (power diagnostic error dropped to smaller than 5% of set speed) interrupting power to the instrument. After reapplying power to the instrument, it shorted again, in the r7 resistor area. After removing the inverter board (motor driver board), all voltages on the transformers were verified and were within tolerance. The fse determined there was a short-circuit in the inverter board and replaced the inverter board. There was no operator injury or impact to patient results associated with this event. No fire or smoke was observed. The instrument was returned to normal operation.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting. In conclusion, a faulty inverter board is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue. Beckman coulter internal identifier for this report is (B)(4).